Event description:
It was reported the pt was using increased amplitude with his system and had to charge his ipg for larger amounts of time. The pt was experiencing heating at the ipg pocket. It was reported after 20 minutes, heating was noted. The pt was instructed to charge more frequently, and for smaller amounts of time. It was reported the issue was to continue to be monitored.

Manufacturer narrative:
This ipg serial number was included in field advisories. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.